Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were receiving no delivery alarms during the basal and bolus. The customer had also been experiencing high blood glucose. They took off the old insulin pump and put back in a new insulin pump. Since then, there were no alarms and the customer¿s blood glucose was running a lot lower. The customer¿s blood glucose level during the incident was 559 mg/dl. They had medium ketones. The customer had a lot of water and treated with small boluses of insulin. Troubleshooting was performed for the no delivery and insulin exited without incident. Additionally, caller also reported that insulin was squirting out during the manual prime process. Troubleshooting was performed. An infusion set change resolved the issue. The device will not be returned for analysis.